Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had sudden drop of battery from nine years to six and a half years of longevity in just two days. The device remains in service. No adverse patient effects were reported.